Event description:
The customer reported the sensor electrode possibly breaking underneath her skin. The customer stated that she removed the sensor, and part of the electrode was missing. Advised the caller to seek medical attention if necessary. Advised the customer that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn as this time.